Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that there was no damage to the cannula or needle. The reported event of a detached needle was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.